Event description:
The surgeon implanted an aq2010v silicone lens and then removed it due to it falling into the vitreous. The surgeon indicated the capsule may have ruptured during the phacoemulsification process but he wasn't aware of it until the lens was implanted. An aq fp cartridge was used and the lot number is 1191164. The model and lot number for the injector was not provided by the facility. Add'l info has been requested from the facility but has not been received to date.